Event description:
Pt called lfs and alleged that the meter was reading inaccurately low. The pt reported a result on their meter of 146 mg/dl. They then tested on another meter and obtained a result of 172 mg/dl. This is an invalid comparison. The pt visited their physician due to the low readings and the pt was told to stip taking their actose medication. The test strips were in good condition. Codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were done correctly. The pt performed two control solution tests, both failed. Based on the info provided, the meter did malfunction. However, there is no evidence of the meter contributing to a serious injury. The pt is being sent a new bottle of control solution and test strips. No further info has been reported.